Event description:
Medtronic (covidien) received information from the literature that a total of 96 pipeline embolization devices (peds) were used to treat 66 intracranial aneurysms. Ped deployment was achieved in 92 cases. Four devices could not be deployed. No patient injuries were reported as a result of pipeline could not be deployed. Citation: gascou g1, lobotesis k2, brunel h, et al. Extra-aneurysmal flow modification following pipeline embolization device implantation: focus on regional branches, perforators, and the parent vessel. Ajnr am j neuroradiol. 2015 apr;36(4):725-31.

Manufacturer narrative:
Article website: http://www.ajnr.org/content/36/4/725.long. No more information is available in the article regarding "pipeline could not be deployed" as reported in the article. There is limited information about the device and/or the patient, therefore all reported device malfunction were captured in this report. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis; therefore, the event cause could not be determined. Refer to MDR MFR# 2029214-2015-00547 for serious injuries and MDR MFR# 2029214-2015-00548 for death.